Manufacturer narrative:
No button response due to corroded keypad traces. No unexpected numbers ramping, scrolling on their own noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 120 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.